Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements above 3000 ohms which triggered a lead safety switch (lss). Technical services (ts) was consulted and upon case review found noisy signals recorded on stored episodes. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.